Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings. The user reported that when he first began using the dario meter, he received bg readings that were 20 mg/dl to 30 mg/dl lower when compared to his non-dario meter. The user also reported that one day prior to contacting dario, he received a low bg reading of 52 mg/dl from his dario meter, followed by a bg reading of 122 mg/dl the following morning. Following the above, the user tested his bg using a new test strip and lancet and received a bg reading in the low 30 mg/dl range from his dario meter.